Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with the blood glucose value of 600 mg/dl, pump error 23 (post-reset ram crc alarm), blank display and a crack on the battery tube side. The event involved product(s) mmt-1884. Troubleshooting was partially performed for hyperglycemia and it was found that the customer has not been using the insulin pump system within 48 hours of reported event. Troubleshooting was also performed for blank display and the customer reported that the display did not return after inserting a new battery. Troubleshooting was performed for cosmetic damage and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. The history was download successfully using thump software. Sleep current measurement and active current measurement within specifications. The history was download successfully using thump software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did not confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. No unexpected, blank display alarms. However, the long trace history file confirm pump error 23 on (B)(6) 2025 21:10:04:000 pm due to moisture damage on electronics the unit p-cap / test reservoir locks in place properly. Unit received with cracked battery tube threads, cracked case at battery tube side and fading serial number label. Unit was confirmed for pump error 23 alarm due to moisture damage. No blank display anomalies noted during testing. Unit passed all the required tests. Cosmetic damage was confirmed at the back of the pump area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.